Manufacturer narrative:
The customer's report that the primary bag overfilled indicating a defect in the backflow check valve of the primary set was confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear liquid was also observed within the tubing throughout the sets. The check valve was visually inspected under a lab microscope and was noted to be assembled in the set correctly with the silicone membrane was centered. No other anomalies were observed with the set. Functional testing was performed by repriming the primary set using one lab IV bag filled with clear water. The set was reprimed via gravity and one 18g cannula was attached to the primary set¿s male luer. The secondary set was spiked to lab IV bag filled with blue dye water and was attached to the primary set proximal smartsite near the check valve. The sets were then set up in a secondary infusion configuration per bd alaris products secondary set-up tip sheet. The sets reprimed via gravity and the secondary bag filled with blue dye water was observed flowing into the primary IV bag through the check valve, confirming the customer¿s report. The root cause of the failure was identified as a supplier related issue.

Event description:
It was reported that chemotherapy cytarabine; 150mg/558ml, was given as a secondary infusion and it was noted that the bag emptied approximately (3) hours early of a 24-hour infusion. Upon inspection, the primary bag appeared to be overfilled indicating a possible defect in the back-flow check valve of the primary set and that no leak occurred. There was no patient harm as the chemotherapy did reach not the patient. Although requested, additional information was not provided.

Manufacturer narrative:
Concomitant medical products: spiros adapter (quantity (B)(6)); non-bd secondary set; the devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient information was not provided.

Event description:
It was reported that chemotherapy cytarabine 150mg/558ml was given as secondary infusion and noted that the bag emptied approximately 3 hours early of a 24-hour infusion. Upon inspection, the primary bag appeared to be overfilled indicating a possible defect in the backflow check valve of the primary set. There was no leak occurred. There was no patient harm as the chemotherapy did not reach the patient. Although requested, additional information was not provided.